Manufacturer narrative:
Erroneous results occurred on a specific sample. All hgb results were printed with an "l" (operator definable message - "low result. For patient samples, result is lower than the low patient sample limit".) Per customer, the lh750 instrument gave a +15 v diluter 2 card errors. Bci recommends review all flags, codes, suspect and definitive messages which are used to alert the user of an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Qc was run before and after the event and results were within the assay limits. A field service engineer (fse) removed jelly from wbc apertures, bleached and cleaned the apertures. Fse also removed clog from aperture 2 wbc. The fse verified repair per established procedures; results met published performance specifications. Root cause for the erroneous high hgb result is unknown.

Event description:
A customer reported that coulter lh 750 analyzer generated erratic high hemoglobin (hgb) result of 11.3g/dl in the primary mode, and a hgb result of 9.3g/dl in secondary mode. The specimen was tested on an alternate system and a hgb result of 9.3g/dl was obtained. The sample was then re-run in the primary mode on the lh750 analyzer which gave a hgb result of 9.5g/dl. Erroneous results were not reported out of the lab. There was no death, injury or change to patient treatment associated with this event.